Manufacturer narrative:
(B)(6). Concomitant medical products unknown nexgen lcck tibial tray; unknown nexgen lcck bearing. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07989 and 0001822565-2017-07990. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was being scheduled for a revision procedure due to unknown reasons. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographic review indicates possible loosening, infection and bone fractures; however, none of these could be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history could not be performed, as part and lot numbers of the device are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The package insert warns that these types of events can occur; however, a definitive root cause of the event cannot be determined with the limited information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient has been indicated for a revision procedure due to unknown reasons. No revision has been reported to date.